Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074310.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the leads. It was also noted the stimulation was shutting on and off. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned.